Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and requested assistance with the infusion set change. The customer stated that she was hospitalized with high blood glucose and the blood glucose meter could not read her glucose level. The customer was not getting insulin and then she was getting dehydrated; the customer was drinking a lot of water. The caller also stated that the insulin pump was dropped, had scratches, and pieces of the insulin pump has broken off. Troubleshooting was declined as customer was in her way to work. No further information was provided.